Event description:
It was reported that the buttons on the insulin pump were unresponsive and the numbers were ramping through the screen uncontrollably. Customer also mentioned having high blood glucose readings. Customer's blood glucose reading at the time of the call was 9.4 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads.